Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 31-may-2023. H6: investigation summary: a device history record review was completed for provided material number 300294 and lot number 2202511. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) samples were returned for evaluation by our quality team. Through inspection of the samples, no defect could be identified. The seal of the package appeared per specifications, with no markings to indicate that the film seal was not correctly made on the packaging paper. The film and the paper of the unit package are sealed by pressure and temperature in the sealing die of the packaging machine (no adhesive is used). Both of these parameters are controlled by our operators and samples are verified as part of the in-process inspections to confirm proper seal.

Event description:
It was reported that 2 of the bd luer lok¿ tip syringe with the bd precisionglide¿ needle sterility was compromised. Clinicians are doubting that bd blister pack is not air-tight and could be one of the possible sources for such incidences. Since bd blister pack syringes (discardit & ll) are collapsible while compressing the syringe packet.

Event description:
It was reported that 2 of the bd luer lok¿ tip syringe with the bd precisionglide¿ needle sterility was compromised. Clinicians are doubting that bd blister pack is not air-tight and could be one of the possible sources for such incidences. Since bd blister pack syringes (discardit & ll) are collapsible while compressing the syringe packet.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.